Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose of 24 mmol/l. The customer¿s other blood glucose level are 23.4 mmol/l and 20.9 mmol/l. The customer was treated with the manual pen. The customer experienced the nausea, vomiting, difficulty in breathing and abdominal pain symptoms. The customer had using the insulin pump within 48 hours of the high blood glucose. The automode was active. The device will not be returned for the analysis.